Manufacturer narrative:
Concomitant medical products: dtmc1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision procedure, while manipulating the left ventricular (lv) lead out of the pocket, there was high undefined impedance when connected to a new device. Believing poor tissue contact was the fault of the unipolar impedance measurement, fluid was added to the pocket. Upon inspection of the lead, it was concluded the lead was fractured. The lead was capped and not replaced. No patient complications have been reported as a result of this event.